Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the slda. Mr is listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional procedure been performed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report incomplete coaptation and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a dilated annulus. One clip was implanted, reducing mr to a grade of 1. The following day, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 2+. No additional information was provided.